Event description:
It was reported that the procedure was to treat an internal carotid artery that is 99% stenosed. A 4.0x20mm viatrac balloon was used to pre-dilated the lesion successfully. An emboshield nav6 and a 8-6x30mm xact stent, were also used successfully, however, the patient was noted to experience left arm weakness post procedure. The symptom spontaneously resolved after cat scan was performed with great results. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. A conclusive cause for the reported paresis, and the relationship to the product, if any, cannot be determined. The reported patient effect of paresis is not listed in the xact carotid stent system information for prescribers as an adverse event potentially associated with carotid stents and embolic protection systems; however paresis is listed in the no-fault errors for coronary and endovascular products risk assessment as a foreseeable event. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.